Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria and multiparous. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses/ worsening abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("worsening of abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge/pinkish discharge"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bacterial vaginosis)"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines/headaches") and pain in extremity ("leg pain"). The patient was treated with prochlorperazine edisylate (compazine), morphine, surgery (underwent a hysterectomy to successfully removed essure) and surgery (underwent a hysterectomy to successfully removed essure). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, back pain, vaginal discharge, vaginal haemorrhage and migraine had resolved and the pelvic pain, bladder disorder, urinary tract disorder, bacterial vaginosis and pain in extremity outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: fallopian tubes were bilaterally occluded ultrasound scan vagina - on an unknown date: retroverted uterus most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, concomitant disease and concomitant medications added. Essure indication, start date and stop date updated. New events abnormal bleeding (vaginal), bladder or urinary problems or changes, infection (bacterial vaginosis, pinkish discharge), migraines/headaches, pain and dysfunctional uterine bleeding were added. Lab data and treatment added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, multiparous and thyroid pain. Concomitant products included apraclonidine (iodipine), hydrocodone, labetalol, levothyroxine sodium (synthroid), medroxyprogesterone (depo provera) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding / prolonged menses/ worsening abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("worsening of abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge/pinkish discharge"). On (B)(6) 2011, the patient experienced bacterial vaginosis ("infection (bacterial vaginosis)"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines/headaches"), pain in extremity ("leg pain") and headache ("headaches"). The patient was treated with prochlorperazine edisylate (compazine), morphine, surgery (underwent a hysterectomy to successfully removed essure) and surgery (underwent a hysterectomy to successfully removed essure). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, back pain, vaginal discharge, vaginal haemorrhage and migraine had resolved and the pelvic pain, bladder disorder, urinary tract disorder, bacterial vaginosis, pain in extremity and headache outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, headache, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded ultrasound scan vagina - on an unknown date: retroverted uterus. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received, event added- headache, concomitant condition and drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy to successfully removed essure). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal discharge to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.